Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps instrument stopped working, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. After getting the grip tips unstuck, the instrument failed the electrical continuity test. There is no obvious damage to the conduct wires. The bipolar pin of the lower plate failed the electrical continuity test. The conductor wire connected to the failed bipolar pin passed the electrical continuity when directly tested between the grip tip and the conductor wire end. Additionally, the instrument was found to have stuck grip tips. Failure analysis was unable to manually articulate the grip tips of the instrument. Advanced failure analysis tested continuity again. One of the wires appeared to be broken between pin and the grips. Both wires were cut and stripped, just before the distal end. Conductivity was checked between the wires and the grip and both passed. The wire was broken between the pin and just before the feed through to the grips.

Event description:
It was reported that during a da vinci-assisted procedure, that the fenestrated bipolar forceps stopped working. The procedure was completed with no reported injury.